Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12a20044 and h12a28062. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. On (B)(6) 2012, the patient began hemodialysis. On an unreported date, the patient was diagnosed with peritonitis. On an unreported date, a peritoneal effluent culture was performed which was positive for staphylococcus epidermidis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was unknown. It was unknown if the patient was retrained on aseptic technique or pd therapy. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.